Manufacturer narrative:
(B)(4). Additional information: the root cause for ruptured reservoirs experienced on coiled tube infusor devices is currently being investigated under CAPA# (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing an unfavorable trend year over year for reported complaints of ruptures.

Event description:
As reported via the department of safety, this patient experienced a vascular injury -"vessel was damaged during the procedure. Probable device relation, which was resolved."

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a burst reservoir could not be confirmed due to sample unavailablility. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device burst during filling. There was no report of patient injury or medical intervention as this event did not occur during patient use. No additional information is available.